Event description:
It was reported the programmer intermittently powers down and at times does not power up. The power cord connection was checked, power cords were swapped, and the power switch was inspected. A service disk operation was completed and this seemed to resolve the issues for about two weeks. After this the programmer was powering down again. The programmer was returned for repair. There was no patient involvement

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer intermittently powers down and at times does not power up. The power cord connection was checked, power cords were swapped, and the power switch was inspected. A service disk operation was completed and this seemed to resolve the issues for about two weeks. After this the programmer was powering down again. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The hard disk drive was reconfigured and the software was reloaded. Product ID 2067l radiofrequency head.